Manufacturer narrative:
The report of a clot in the blood pump was confirmed through a submitted photograph. Review of the submitted photo revealed a thrombus formation within the blood pump. The thrombus was red in color and was situated around the pump rotor. Based on the photo, the thrombus appeared to have a stringy structure and did not appear to have formed in laminated layers. The origin and a duration of time for which the thrombus was present in the blood pump could not be determined. A specific cause for the development of the thrombus formation could not be conclusively determined through this evaluation; however, the account noted that the patient was not on anticoagulation therapy at the time of the event. The thrombus formation was very large and almost completely covered the pump rotor. Although a root cause for the reported overheating of the motor could not be conclusively confirmed without a full evaluation of the motor and blood pump, based on previous complaint experience, the thrombus within the blood pump could have potentially caused an increase in drag on the spinning rotor and an increase in power requirement to result in the generation of excessive motor heat. This is consistent with the account''s report that the motor was not the source of the problem as a backup motor overheated as well and the issue resolved after changing out the blood pump. The blood pump was not returned for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age, weight and date of birth were not provided. (B)(4). The lot number of the device was not provided, therefore the manufacture date, expiration date, and the age of the device are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support pump. It was reported that the motor overheated due to a clot in the blood pump which led to a pump exchange. The patient was not on any anticoagulation therapy and was also implanted with another company¿s lvad at the time of the event. No other additional information was provided.